Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08-dec-2017 with the following findings: review of the black box data revealed one record of power on reset after a replace battery alarm. There was no moisture/corrosion in the battery compartment and no damage to the battery compartment or battery cap. The battery cap measured to be within the require specifications and was able to fit securely to the pump for testing. The pump was powered on and exercised for 24 hours without interruption in power. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a power (intermittent power) issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.